Event description:
On (B)(4) 2012, olympus biotech pvg received a report of an adverse event via the (B)(6). A pt (demographics unk) who received opgenra for an unspecified procedure developed a tissue infection. The pt's tissues had become infected and the muscle tissue was reported to be "turning black." The reported events necessitated reoperation. The physician stated that a large surgical incision had been a contributing factor to the events. On (B)(4) 2012, add'l info was received from the olympus biotech (B)(4). The (B)(4)confirmed that the physician had relayed to him in a conversation that 90% of his opgenra pts required reoperation, and that "he had a 90% complication rate." The physician reported that his pts became infected and that during reoperation, he had observed blackened and necrotic muscle tissue. The physician also reported that the procedures required long incisions and were accompanied by long operative time and blood loss. Add'l info has been requested.